Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("passed the coil during menses over the weekend/malposition of essure device location of device: expelled/expulsion of essure device") in a (B)(6) female patient who had essure (batch no. 12566552, a63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s),". The patient's medical history included pap smear abnormal, prolapse, uterine dilation and curettage, c-section, post coital bleeding, skin dry, joint pain and joint swelling. Previously administered products included for an unreported indication: iud. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation). At the time of the report, the device expulsion, dysmenorrhoea, pelvic pain, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: it was reported that treatment of the adverse event: started on birth control, plus condoms for two weeks. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 8. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: positive confirmation test which showed occlusion in both tubes. Total bilateral occlusion. Batch number: 12566552, expiration date: 2015/12, manufacture date: 2013/03; batch number: a63340, expiration date: 2015/10, manufacture date: 2012/10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and mr received: reporters were added. Events: dysmenorrhea, fatigue, pelvic pain, weight gain, device ineffective, abdominal pain lower were added. Medical history were added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.